Event description:
It was reported that the impedance on the right ventricular (rv) lead had been increasing since implant and is currently high. It was also noted that the threshold had been increasing. The physician felt a new rv lead would be appropriate during device change out since the patient is pacing dependent. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.